Manufacturer narrative:
The device has been received by maquet cardiovascular. It is currently undergoing sanitization. A supplemental report will be submitted when the evaluation is complete. Internal complaint number: (B)(4).

Event description:
Iabp placed for hemodynamic support for decompensated nonischemic cardiomyopathy on (B)(6) 2015 through left common femoral artery. On (B)(6) 2015 at approximately 0230, pump alarmed. Nurse immediately responded to find blood in helium tubing from patient almost to console. Patient asymptomatic. Original device removed and placed in biohazard bag to return to company. New balloon placed during same removal procedure. On 2-sep-2015 maquet representative: (B)(6) reported yesterday and received an update for this complaint. A cardiology fellow who was involved with the patient's care said that the patient may have had an air embolus which caused a stroke.

Manufacturer narrative:
11/16/2015 11:03 am (gmt-5:00) added by (B)(4)): the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing and sensor cable was not returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink located 26.7cm from iab tip. The optical fiber was also found to be broken at this location. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported alarm. It is difficult to determine how or when the kink occurred, however the kink found in this location typically occur during the insertion process. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
Iabp placed for hemodynamic support for decompensated nonischemic cardiomyopathy on (B)(6) 2015 through left common femoral artery. On (B)(6) 2015 at approximately 0230, pump alarmed. Nurse immediately responded to find blood in helium tubing from patient almost to console. Patient asymptomatic. Original device removed and placed in biohazard bag to return to company. New balloon placed during same removal procedure. (B)(4) 2015 maquet representative: (B)(6) reported yesterday and received an update for this complaint. A cardiology fellow who was involved with the patient's care said that the patient may have had an air embolus which caused a stroke.